Event description:
Customer called initially to request assistance w/a sys error f183-0000 alarm in cycle 1. Operator reports that this occurred after pt was paused for a fairly long period of time while pt's IV was re-accessed. Css requested operator recycle power, operator did so and alarm reoccurred css asked operator to check for a tight seal on the centrifuge lid and screw, operator reported they are sealed well adn tightened. Operator then mentioned that she had opened the centrifuge earlier and observed "condensation" on the side of the centrifuge and also that she had a blood leak alarm prior to the f183-000 alarm. Css then advised that the bowl seal may have leaked and recommended the treatment be aborted. Operator also noted there was a sys occlusion alarm almost immediately upon starting the treatment and that is what alerted her to poor pt access. Css reviewed how to abort treatment. Operator reports it looks as though just 31 ml have been collected from pt and pt is stable to start a new treatment w/a new kit. Css advised ensuring the centrifuge is free of contamination and moisture in order to ensure nest treatment will proceed smoothly. Pt was in stable condition. Case was updated on (B)(4) 2015: pt was able to have a successful treatment after aborting the previous treatment w/new kit w/no alarms or instrument issues. The kit was discarded; however the customer will return the data key for investigation.

Manufacturer narrative:
The data key was received for analysis. Review of the information on the data key shows that blood leak alarms occurred during prime (not during collection). In addition, patient occlusion alarms (no system occlusion alarms were recorded) and system error f183 occurred. Review of data key information could not determine if this specific kit met specifications. (B)(4). The kit was discarded by the customer.

Manufacturer narrative:
A review of lot c743 was conducted, there were no nonconformance's associated w/this lot. The lot met release requirements. Trends were reviewed for complaint categories, centrifuge bowl leak/break, leak centrifuge alarm, sys error f183: centrifuge speed too slow, and occlusion sys alarm and no trends were detected. There were no CAPA's initiated for complaint categories, centrifuge bowl leak/break, leak centrifuge alarm, sys error f183 centrifuge speed too slow, or occlusion sys alarm. The assessment is based on info available at the time of the investigation. The data key has not yet been rec'd at the time of this report. A supplemental report will be filed w/the results of this analysis. (B)(4).